Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope plus was found to have broken lens. The procedure was completing as planned with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no missing or detached material from portion of the device that enters the patient's body. The procedure outcome was completed as planned; the procedure was not affected.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 30 degree endoscope plus to perform failure analysis. The endoscope was visually inspected and was found with damage at the distal end. The distal window located at distal tip was visually inspected and found cracked. The probable root cause is typically attributed to use conditions, such as inadvertent collisions with hard surfaces or drop of the scope or caused by improper cleaning during reprocessing. Additional observation not reported by site: the endoscope was visually inspected, and damage was found at the distal end. The distal window located at the distal tip was visually inspected and found to have a broken or detached piece in a location that could fall into the patient. The probable root cause is usually attributed to use conditions, such as inadvertent collisions with hard surfaces or falling endoscope or caused by improper cleaning during reprocessing. The endoscope was visually inspected and found with mechanical damage to the scope¿s distal tip. The probable root cause is typically attributed to the use conditions, such as inadvertent collisions with hard surfaces or drop of the scope. The endoscope was visually inspected and found with minor cut to the cable insulation. The damage was located at zone c near the endoscope housing. The probable root cause is typically attributed to use conditions, such as improper handling of the cable during use or in reprocessing. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope housing, the housing shell exhibited laser marking fading and/or removed. The probable root cause is typically attributed to use conditions, such as improper reprocessing. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with attached endoscope adapter (aea) shaft bearing contributing to friction. The probable root cause of this binding is attributed to component susceptibility to increased friction. The endoscope cable integrated connector was visually inspected and found with mechanical damage. The cable integrated connector exhibited mechanical damage such as scratch marks/indentations at cable connector proximal end. The probable root cause is typically attributed to use conditions, such as improper reprocessing. The endoscope was evaluated and placed on a diagnostic tester or equivalent for functional testing. The light leakage test or equivalent was performed to detect if any image quality defect were detected in either or both eyes. The endoscope was found with an artifact in right eye. The probable root cause is not determinable/applicable. Fa plus: the endoscope was disassembled and the camera module was visually inspected and placed on an internal tester and failed. The camera module failed add the reference designator code description test. The probable root cause is not determinable/applicable.